Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, belt/monitor unusable) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the electrode belt trunk cable was cut, damaging the can l, drvn grnd wires, and main battery lines in the cable. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).